Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1800272 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon reported that the ae05ml device failure while being used in patient during a cholecystectomy on the common bile duct. Further information indicates that no rachet sound the first round of advancing clip but loaded and fired normally. Second clip did not close however there was no visibility to locking mechanism. Third firing normal. Fourth firing no clip advanced at all. Fifth fire clip stuck in closed position. The surgeon switched to another clip (endoclip). 6th/7th/8th fire all advanced in closed position (tested outside patient) 9th fire jaws would not open.